Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the failed main switch could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the maintenance unit was not holding pressure. No patient harm reported. During the evaluation of the device, it was noted the power switch was broken. This report is to capture the reportable malfunction of the broken power switch noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The unit was difficult to connect to the air gauge due to corrosion in the scope socket and air joint. There was no air pressure due to a worn-out air pump and rust on the metal plate. Additionally, there was no light due to a failed main switch and a torn plastic cover. The bottom chassis and top cover had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.